Event description:
It was reported that using a femoral artery access approach during a procedure of the non-tortuous, non-calcified, 90% stenosed, de novo, mid left anterior descending (lad) artery after predilatation with a 2.5 x 15 mm semi-compliant balloon dilatation catheter (bdc) at 10 atmosphere (atm) the 2.75 x 23 mm xience prime stent was deployed at 9 atm. Post dilatation with a 3.0 x 12 mm nc balloon at 16 atm was performed all without reported issue. Subsequently a distal stent edge dissection was noted; a 2.5 x 18 mm xience prime was used as treatment and the procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy; there was no reported device malfunction and the stent delivery system (sds) was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.